Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange failed to deploy in the cyst. Reportedly, the physician retracted the stent and fully deployed the stent in the stomach to facilitate removal of the stent. The stent was removed using rat tooth forceps and the procedure was completed with another hot axios stent. There were no patient complications reported as a result of this event. The patient was reported to be in a good condition at the conclusion of the procedure.